Event description:
A report was received that the patient underwent a lead explant procedure due to infection and the lead protruding through the skin. The patient's ipg was previously explanted due to infection. The patient was given oral and IV antibiotics. The patient is reportedly doing well and the infection has cleared.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.